Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm12.6, -16.5/+3.5/010 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2012. The lens was re-positioned due to lens rotation not associated to a low vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information: "the lens was exchanged with a different model, longer length lens on (B)(6) 2019. The exchange resolved the problem." Explant date: " (B)(4) 2019". Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4).